Event description:
Reporter received of an over-delivery due to an operator's error in programming. The physician reportedly ordered multistep dosing of primacor as follows: 1.5mg/kg/min for 10 mins followed by 0.375mg/kg/min for 1 hour followed by 0.5mg/kg/min for 3 hours. After three hours, the pump found to be delivering at 1.5mg/kg/min. There was no reported adverse patient effect and no medical interventions were required. Though requested, there is no further information available.